Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damaged casing issue. The casing was damaged on the battery compartment and moisture ingress was alleged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The one touch ping pump has been returned and evaluated by product analysis on (B)(4) 2013. The evaluation resulted in the following findings: investigation revealed a primary finding of moisture corrosion visible in the battery compartment; in addition there was a leak in the battery compartment. Moisture was seen on internal components. A secondary issue of an unidentified display failure and worn keypad symbols was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.